Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "low aspiration during surgery" (aspiration issue). The nurse reported the system has low aspiration during surgery. The surgeon thought the low aspiration was due to the dense cataract; however, he was unsure. The surgeon implanted the iol, then manually removed the viscoelastic with a syringe. The nurse stated the patient outcome was good. The case was extended by 30 minutes and the final case was cancelled. The nurse also reported the remote is not working correctly. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problems reported. The remote was working fine. Preventive maintenance was performed. The software was upgraded. The system was then tested and met all product specifications. (B)(4).